Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) deployed in the femoral artery requiring surgical intervention via vascular surgery team, as peripheral flow was occluded. The sealant was visualized on ultrasound in the vessel. Prior to the case, the physician was aware that this was off label use and verbalized understanding that the sales representative did not recommend use of the device, due to patient/vessel size which was too small and should not have been used. Per the sales representative, "it was not a device malfunction, she/(physician) is aware the vessel was too small and should not have used the device, and understood I did not recommend from the start". Tension indicator met properly prior to deploying (number 1). Contrast was not used to verify balloon placement. There was no sheath exchange. An antegrade puncture was used. The physician was mynx certified and has been using the device for the last two months. Other procedural details were requested but were not provided. The device will not be returned for evaluation as the sales representative stated that it did not malfunction.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynx control vascular closure device (vcd) deployed in the femoral artery requiring surgical intervention via vascular surgery team, as peripheral flow was occluded. The sealant was visualized on ultrasound in the vessel. Prior to the case, the physician was aware that this was off label use and verbalized understanding that the sales representative did not recommend use of the device, due to patient/vessel size which was too small and should not have been used. Per the sales representative, "it was not a device malfunction, she/(physician) is aware the vessel was too small and should not have used the device, and understood I did not recommend from the start". Tension indicator met properly prior to deploying (number 1). Contrast was not used to verify balloon placement. There was no sheath exchange. An antegrade puncture was used. The physician was mynx certified and has been using the device for the last two months. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2515601 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿sealant inaccurate placement (intravascular) and vascular occlusion¿ could not be evaluated. Without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, it was reported that the device was used in a vessel smaller than 5mm. As per the IFU, the safety and effectiveness of the mynx control has not been established in patients with small femoral arteries (less than 5mm). According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay down the device for 2 minutes then retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and lightly grasp the device at the skin with the thumb and forefinger to realign with the tissue tract. Open the stopcock to deflate the balloon, pick up the device handle, realign with the tissue tract, and depress button #2. Remove the device from the patient. If the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Vascular complications, such as occlusion/thrombus/embolus are a potential complication of this type of procedure and device. A definitive root cause could not be conclusively determined but patient history, clinical status, comorbidities, and pharmacological factors may have been possible contributing factors for the patient outcome. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.